Event description:
It was reported that the skin got caught in mesher. The graft was still viable and used. Event occurred during surgery. There was no reported patient harm, the procedure was increased 1-15minutes to obtain a new device. During the investigation the cutter failed the test cut. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. G2- australia. Review of the most recent repair record determined the cutter failed the test cut with an incomplete cut. Cutters cannot be fully repaired; therefore, the cutter was returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed additional reports: 0001526350-2023-00849, 0001526350-2023-00847, 0001526350-2023-00406-1, if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.